Manufacturer narrative:
Device evaluation: the statement ¿the device passed all operational specifications¿ was incorrect. The correct information is as follows: reliability engineering evaluated the device and the reported condition was not duplicated or confirmed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and observed that the device passed all operational specifications. Therefore, the reported condition could not be confirmed. An assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the motor device ¿overheated¿. According to the reporter irrigation was used during the surgical procedure. The reporter clarified that irrigation was not used as a result of the alleged malfunction. It was unknown if there were delays to the surgical procedure. There was an identical spare device available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. It was reported that the patient was stable leaving the operating room. All available information has been disclosed. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.